Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graftt and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported that 8 months post implant the pt was in for follow-up appointment. The CT demonstrated that due to by disease progression resulting in dilatation of the aortic neck the stent graft has migrated. The physician elected to implant another MFR's aortic cuff. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results - lack of info (no operation reports or films are available). Lack of effectiveness related to pt condition (dilated aortic neck).